Event description:
A pt reported developing a corneal ulcer while wearing acuvue oasys contact lenses. The pt has worn acuvue oasys since 2008. The pt has been using complete with moisture plus solution. In early 2009, the pt visited his/her pcp for pain os and was referred to an ophthalmologist. The eye care professional (ecp) noted the pt os was swollen, light sensitive and painful. The onset of symptoms was the previous night. The ecp noted a dense infiltrate with staining at 5 o'clock surrounded by a large zone of edema. The anterior chamber was normal. The pt was diagnosed with corneal infiltrate with epithelial loss. The ecp prescribed zymar g1h x 36 hours and then reduce to q2h while awake. The pt returned to the office the next day, pt had +3 cells in the anterior chamber, intrastromal cells and a well circumscribed, 1 mm corneal ulcer at 5 o'clock. The ecp noted prominent cellular activity - inflammation. The medication regime remained the same. The pt returned to the office the following month. The pt reported doing better. The ulcer was described as very faint and cells in the stroma reduced. There was still some epithelial edema. Zymar and zylet changed to qid. A week later, the ecp noted a scar at the site of the ulcer. Va in os 20/20 with correction. The pt was referred to optometrist to discontinue eye drops. The pt's optometrist discontinued the drops and the pt was refit with a different type of contact lens. Thirty sealed blisters were returned. The parameters of 10 lenses were measured and a visual inspection was performed. The lenses met company standards for base curve, center thickness, and diameter. No visual attributes were observed. The solution was also tested. The ph and conductivity were in specification. The lot history review revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. MDR events are reviewed at quarterly management review meetings.

Manufacturer narrative:
Labeled for single use and reuse.